Event description:
It was reported to boston scientific corporation that a trapezoid rx was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, the thumb ring of the trapezoid rx disassembled. Another trapezoid rx was used to complete the procedure. There were no patient complications as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of thumb ring break.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of thumb ring break. Block h11: the returned trapezoid rx was analyzed, and the product analysis found that the thumb ring was detached and the side car rx was pushed back 2mm. No other issues were noted. The reported event was confirmed. Based on all available information, the thumb ring detachment is most likely due to the way the device was used during the procedure. The device had markings on the handle (left by the thumb ring) that suggest that the thumb ring was attached to the handle. Excessive force may have been used to deploy the basket and this force could have affected the thumb ring. The side car rx push back is most likely due to the force applied to the device when attempting to destroy the stone. By this force applied, the working length tends to "retract" itself pushing back the side car rx. Therefore, the most probable root cause is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a trapezoid rx was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, the thumb ring of the trapezoid rx disassembled. Another trapezoid rx was used to complete the procedure. There were no patient complications as a result of this event.